Event description:
It was reported that a spectrum pump was alarming intermittently for a downstream occlusion. It was also stated that the pump "may or may not" auto restart after clearing the occlusion. There was no pt involvement and no further info was provided.

Manufacturer narrative:
(B)(4). The unit was received inoperable due to a "downstream occlusion" alarm. The alarm was caused by a failed downstream sensor. Eval of the device found the downstream sensor's current reading with a fluid filled set loaded to be above spec. This elevated signal level is the cause for the downstream occlusion alarm. The false downstream occlusion does not allow the pump to auto-restart. As a result, the force sensor flex assembly was replaced.